Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm while sleeping. Reportedly, the pump was in a pouch when the alarm was triggered. Customer had elevated blood glucose levels reaching 300 mg/dl. Insulin delivery was resumed and contact delivered a correction bolus to stabilize blood glucose levels. Tandem technical support educated the contact on how button alarms can be triggered.